Event description:
Covidien received info of ventilator becoming inoperable. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The user facility was advised to replace the breath delivery (bd), printed circuit board (pcb). The covidien customer support engineer (cse) was dispatched, and the cse downloaded the current software onto the customer purchased bd pcb. The ventilator passes testing. (B)(4).